Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, low p-waves were observed. A chest x-ray revealed ra lead dislodgement. Lead revision was planned. Patient condition was stable.

Event description:
New information received notes that during the clinic follow-up, no capture on the right atrial lead was observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.